Event description:
The customer reported that the patient information center ix (pic ix) did not signal an alarm. Difficulty in the management of the alarm limits. Frequent drops in the connection of the smart-hopping telemeters. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient information center ix (pic ix) did not signal an alarm. Difficulty in the management of the alarm limits. Frequent drops in the connection of the smart-hopping telemeters. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.